Manufacturer narrative:
The system data logs have been evaluated. Based on the evaluation of the data, the system and handpiece performed as expected. The thermage tip has not been received for evaluation. Additional information has been requested. The investigation is ongoing.

Event description:
The user facility reported that a patient experienced fat loss on the forehead after a thermage treatment. The physician reported that filler was used in the area at least twice before the treatment. The user facility reported "tip too warm" error codes upon starting the procedure.

Manufacturer narrative:
The patients current status is fat atrophy is progressing in the middle of the forehead. The doctor continues to use filler when needed. The patient''s symptoms were noticed (B)(6)2018. The highest energy used was 3.5. No system errors were noticed during treatment. Multiple bottles of coupling fluid were used. The treatment tip used was new and not retained for investigation. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No further investigation or corrective action is necessary.

Event description:
The physician used filler in this area at least twice after the thermage treatment.

Manufacturer narrative:
Event was revised to state the physician used filler in this area at least twice since the thermage treatment and that this area has "eaten up" the filler and that a long lasting filler should remain intact for much longer than this has in the area of use. The patient was treated during system installation training. The solta clinical trainer who was assisting with install/training noted ¿tip too warm¿ error codes immediately upon starting the procedure. The physician using the device was not holding the handpiece perpendicularly and needed to use more coupling fluid. The solta clinical trainer on site confirmed technique related issues during this treatment. The evaluation of the system data log confirmed event ec78c ¿treatment tip temperature too high occurred. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, user should follow the instructions on the touchscreen to proceed. The datacard evaluation from the flx system showed the system was working within specifications. There is no correlation between this error and fat loss from treatment. There were no issues reported against the tip and the tip was unavailable for return. The product lot number was not provided by the customer. Based on the available information, surface irregularities, such as fat loss, are a known possible complication of treatment. According to thermage flx user manual (p009418 rev. A), surface irregularities, such as fat loss, are a known possible complication of treatment. Variously described as (localized) ¿small dents in the surface of the skin,¿ ¿rippling,¿ ¿ridging,¿ ¿waffle patterns¿, or ¿fat loss¿ (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). In most cases solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.